Event description:
As reported, a 6f exoseal vascular closure device (vcd) was removed without the indicator changing. There was no reported patient injury. The exoseal vcd was used in an interventional procedure and evt, with a retrograde approach. The device was stored and prepped according to the IFU, and the physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. The vcd was used with a britetip sheath. Regarding the femoral puncture site: the vessel diameter was verified to be greater than or equal to 5mm. There was no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site before exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling did lock against the handle assembly, with a probable audible click heard. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. Hemostasis was achieved using manual pressure. The device is not being returned because it was discarded due to infectious disease.

Manufacturer narrative:
As reported, a 6f exoseal vascular closure device (vcd) was removed without the indicator changing. Hemostasis was achieved using manual pressure. There was no reported patient injury. The exoseal vcd was used in an interventional procedure and evt, with a retrograde approach. The device was stored and prepped according to the IFU, and the physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. The vcd was used with a britetip sheath. Regarding the femoral puncture site: the vessel diameter was verified to be greater than or equal to 5mm. There was no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site before exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling did lock against the handle assembly, with a probable audible click heard. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18392246 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " ndicator window no change to indicator" could not be confirmed. Without the return of the device and without procedural films, the cause of the reported event cannot be determined. Procedural, handling, and/or anatomical factors could all have contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.